Event description:
As reported by the user facility: "heard patient's cardiac monitor alarming, on entering patient's room, patient's bp was 70's/40's and her IV pump that was infusing phenylephrine was alarming the malfunction alarm very softly. Rn had to switch pumps for phenylephrine by the time infusion was restarted bp 64/29. Patient's bp came back up after about 10 minutes. Pump given to (B)(6), report was given to (B)(6) about events."(B)(4).